Event description:
Shortly after returning to the recovery room following my total laparoscopic hysterectomy, I was found to have brisk bleeding from the left lower quadrant trocar site. Hematoma was palpable at that time. I was returned to operating room where general anesthesia was obtained without difficulty. I was prepped and draped in normal sterile fashion in the supine position with arms tucked at sides. Steri strips and band aid from the previous procedure were removed. Trocar was reinserted through the umbilicus and pneumoperitoneum achieved through the trocar. The laparoscope was then inserted. The left lower quadrant trocar site was noted to have large blood clots surrounding it, the pelvis was full of blood and transperitoneally a hematoma could be seen in the extraperitoneal space. After suctioning and irrigation so that the spaces were clear and visible, the bleeding was noted to be coming from the left trocar site. After some difficulty the carter-thomason cone was placed through the trocar tract and was used to place a stitch of 0 vicryl presumably around the epigastric artery. This single stitch did not appear to completely stop the bleeding. A #2 ethilon suture on a needle with laparoscopic visualization and guidance was used to stitch around the area of the epigastric artery. This was tied down to a block of rolled gauze to prevent skin necrosis. One add'l 5 mm incision was made along the course of the epigastric artery to place another carter-thomason stitch under laparoscopic guidance. This was 0 vicryl. These were tied down and the bleeding abated. On inspection of the intraperitoneal structures, the ovarian pedicles were dry, but the left side of the vaginal cuff had a lot of oozing. This was controlled with bipolar cautery but several attempts were made before this bleeding completely stopped. Basically the doctor cut the epigastric artery where the vein, the artery and the vessels connect in my lower abdomen. I am still suffering from a lot of pain in that area and my left leg has not been the same since this injury. I am working part time and I do not have the full use of my left leg at all.